Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance and noise were observed. The pocket was opened and it was found that the ICD setscrew was loose.